Manufacturer narrative:
Investigation summary this evaluation was performed on site in the franklin lakes clinical laboratory utilizing the in-house roche cobas 6000 platform. This study was conducted to investigate the customers reported issues of clogged instrument or separator failure on the roche cobas system in conjunction with the use of bd barricor tubes. Bd received 3 photographs from the customer showing tubes in the machine and a separator on the surface next to it. The photos were reviewed and the alleged failure mode of clogged instrument or separator failure was not observed as the photos were not conclusive. Therefore, functional testing was conducted on retention samples from the bd inventory of material #365057, lot(s)# 0311964 and 0245307 5.5ml barricror tubes. Testing was done with blood drawn from subjects and, each tube was run three times on the system with no instrument error codes or separator failure being observed. Additionally, no difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill and, underfill was not observed in any samples testing. Bd was unable to duplicate or confirm the customer¿s indicated failure of separator failure because the alleged defect was not evident in the testing of the bd inventory sample lot samples. H3 other text : see h10

Event description:
It was reported when using the tube pms plh 13x100 5.5 slbl lim ce there was a clogged/blocked instrumentation probe. The following information was provided by the initial reporter and translated to english. The customer stated: "the separator gel jumped out of the tube and blocked the chain."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube pms plh 13x100 5.5 slbl lim ce there was a clogged/blocked instrumentation probe. The following information was provided by the initial reporter and translated to english. The customer stated: "the separator gel jumped out of the tube and blocked the chain."